Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that the day before the event the cgm was reading 347 mg/dl, and based on this value, he self-treated with insulin. No symptoms were reported from that moment and no fingerstick was done. The next day, when the patient woke up, he was not feeling well, he was soaking wet, had a sore leg, could not move his legs and arms, and had to crawl to get something. The dexcom was reading 156 mg/dl and when he did fingerstick the blood glucose was at 80 mg/dl. At this moment the patient already administered 25 units of insulin (as per patient he is on sliding scale and when the glucose reading is over 150 mg/dl he usually gives himself 25 units of insulin). As the patient lives alone, he called a friend to assist him. The friend came to his house and as the patient was still not feeling well after this, he went to the hospital. Prior to going to the hospital, the patient's friend gave him juice and sugar. At the hospital a fingerstick was done and the blood glucose was 80 mg/dl, no cgm reading was reported from that moment. The patient was provided with intravenous treatment to stabilize his blood glucose level. The patient was discharged on the same day, and when the patient left the hospital the blood glucose reading was 98 mg/dl. At the time of the report the patient was stable. The patient stated that his blood glucose reading got low because he administered too much insulin when the cgm reading was inaccurately reading 156 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.